Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots had no non-conformities. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using the reference hemopro cable and power supply, showed that no electrical non-conformities were found on the hemopro device after several device activations. The device met electrical product specifications during this test. The reported failure was not confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro "shears did not work at all." The hospital had the device plugged in, but it would not cauterize in the leg. They were going to switch cables, but did not have time, so they used the replacement unit to complete the procedure. The replacement unit was used with the same cable and it worked. The hospital did not report any pt complications. The hospital follows recommended sterilization procedures for the cable.